Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a driveline infection was observed on (B)(6) 2015. The driveline exit site cultured positive for enterococcus faecium. The patient was treated with unspecified antibiotics.

Manufacturer narrative:
Approximate age of device: 87 days. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.